Event description:
Patient reported irritation and drainage at incision site of ipg on (B)(6) 2020 (implant date: (B)(6) 2020). The patient was asymptomatic for signs of systemic infection based upon absence of fever and chills. However, patient was experiencing severe pain to touch at the site of incision. The physician then prescribed oral antibiotics and after a few days of the antibiotics, drainage had subsided and the incision site was healing. On (B)(6) 2020, the patient reported recurrence of infection, drainage and pain at the incision site but no other symptoms associating the incision site infection (local) with a systemic infection. The patient went to her primary care physician on (B)(6) 2020 who suggested she be admitted to the hospital for IV antibiotics. As of 01jun2020, the patient's wound has healed and with no irritation at the site. She continues taking antibiotics. Patient returned to hospital for IV antibiotics (B)(6) 2020 due to recurrence of the infection.

Event description:
Patient was admitted to the hospital on (B)(6) for persistent infection. The device was explanted on (B)(6) while patient received treatment.

Manufacturer narrative:
B5: describe event or problem - additional. H1:type of reportable event - additional. H2: additional information. H10: summary of additions in this supplemental.